Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the manifold was stuck. Additional malfunctions include the zip ties for the fan were replaced, the exhaust fan was noisy or weak, the check valve was cracked, the pe valve was leaking, the zip ties for the pe valve manifold were replaced, the hose clamp for the manifold were replaced, the o-ring for the pilot valve was leaking, and the circuit board had a short circuit.